Manufacturer narrative:
Additional information : five days after the event onset, the patient was recovered from the event and was discharged on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed and the patient did not wear a mask. The same day as the event onset, the patient was hospitalized for the event and began treatment with vancomycin injection (1gm, once in every 5 days, route not reported) and meropenem injection (1gm, once a day, route not reported) for the event. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.